Manufacturer narrative:
(B)(4).an actual sample was returned for an evaluation. A visual inspection was performed and it was determined that the collar of the luer lock assembly was solvent bonded to the luer. Therefore this reported condition was confirmed along with the cause of this condition. This issue has been escalated to CAPA.a batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
A customer reported to baxter product surveillance on (B)(6) 2011 in which an intelrink cntinu-flo 3 port manifold does not connect to the catheter line. This occurred during setup (before usage) for a patient. There was no patient injury or medical intervention necessary. There were no additional concommitant products reported. No additional information is available at this time.